Manufacturer narrative:
UDI: (B)(4). Investigation of this event is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-14490.

Event description:
In this case, per report, the physician experienced difficulty when the ds reached the iliac artery. Despite as reported by the fcs, this was a right transfemeral tavr procedure with a 26mm sapien 3 ultra valve and commander delivery system (ds). During the tavr, the esheath was inserted smoothly into the descending aorta, pass the iliac artery bifurcation. When advancing the ds into the esheath, difficulty was experienced when the ds reached the mid-portion of the sheath shaft in the iliac artery. Despite multiple attempts, the devices were unable to be advanced any further and were removed as a unit without any apparent issues. Around 10-15 minutes after removal, the patient was found to have an iliac artery tear and a covered stent was implanted. It was decided to abort the procedure and try again at a later date. Upon removal of the devices, it was noticed that the sheath was damaged and there was a strut slightly bent. There were no abnormalities noted with the sheath during prep. The loader was fully inserted into the sheath/sheath housing. The angle of insertion of the esheath was not steep. The resistance was felt at the expandable portion of the esheath, middle of the sheath shaft. The devices were discarded by the facility. The perceived root cause was patient severe calcification due to an ineffective shockwave procedure that was performed a week prior to the tavr case. Review of a photo provided demonstrates an esheath liner tear, sheath shaft damage, and a bent strut.

Manufacturer narrative:
The product was not returned to edwards lifesciences for evaluation. However, as per review of imagery and photographs provided by the complaint site, the following was observed: a crimped sapien 3 ultra valve stuck within the sheath shaft and exposed through the sheath liner. One bent strut at the inflow and one bent strut at the outflow. Per the 3mensio imagery report, the patient¿s access vessel had severe calcification. A review of the device history report (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint. A lot history review was also performed and there were no other similar complaints.   Instructions for use (IFU) for the device preparation manual and supplemental procedural training manual were reviewed for instructions relating to the complaint event. Based on the review of the IFU/training manuals, no deficiencies were identified.   During incoming inspection of the components, the valve frames are: 100% dimensionally inspected, 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging to ensure there was no damage to the valves from the handling during manufacturing. These inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on review of the photos provided by the reported. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event.  However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the patient was known to have severe vascular calcification and a shockwave procedure was performed a week prior to the tavr case¿, ¿however, the physician experienced difficulty when the delivery system reached the iliac artery (approx. Around the mid-portion of the sheath shaft)¿, and ¿upon removal of the devices, it was noticed that the sheath was damaged and there was a strut slightly bent.¿ the presence of calcification in the access vessels can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, valve size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1- 2 cm while advancing the valve/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement. If excessive force was applied to manipulate the device in attempt to overcome the resistance, it could have led to the valve struts catching and tearing the sheath shaft resulting in the frame damage. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaints. However, a definitive root cause was unable to be determined at this time. A product risk assessment, and a CAPA was previously initiated by edwards lifesciences to capture the investigation and drive possible corrective and preventive action activities related to the high resistance during delivery system insertion, and valve frame damaged for the s3u commander delivery system configuration. It is to be noted that this event occurred prior to implementation of the CAPA.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.